Event description:
It was reported that there were difficulties in inserting the liquid optical interface (loi) and there was suction loss. Through follow-up, we learned that the suction loss occurred during the laser firing. The procedure was temporarily aborted and then resumed as a standard cataract surgery. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The liquid optics interface is not an implantable device. Section d6b - explant date: not applicable. The liquid optics interface is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: the liquid optics interface (loi) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.